Manufacturer narrative:
(B)(4). The complaint device is currently being retrieved from the healthcare facility and will be sent to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation. Device is expected, but not returned yet.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite multiple requests for the return of the rt340 breathing circuit and for additional information, the hospital has not responded. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The hospital reported that a humidifier was giving a low temperature alarm when connected to an rt340 adult dual-heated evaqua breathing circuit. The hospital changed the humidifier and the heater wire cable but this did not resolve the issue. They continued to use the breathing circuit. The hospital was unable to provide any further information surrounding the reported failures. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. If the complaint device had been returned the inspiratory and expiratory heater wires would have been resistance tested using a calibrated multimeter. All rt340 breathing circuits are visually inspected, resistance tested and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject rt340 breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt340 breathing circuit state the following: set appropriate ventilator alarms."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that a humidifier was giving a low temperature alarm when connected to an rt340 adult dual-heated evaqua breathing circuit. The healthcare facility changed the humidifier and the heater wire cable but this did not resolve the issue. They continued to use the breathing circuit. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that a humidifier was giving a low temperature alarm when connected to an rt340 adult dual-heated evaqua breathing circuit. The healthcare facility changed the humidifier and the heater wire cable but this did not resolve the issue. They continued to use the breathing circuit. No patient consequence was reported.